Event description:
Advanced bionics was made aware that the pt developed an infection one month after implantation. The pt's device was explanted. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.